Event description:
It was reported there was an under infusion of an antimicrobial infusion (ampicillin/sulbactam). It was indicated that only half of the expected amount was found to have been infused. The customer reported "we were not able to confirm that the issue was with the pump." There was patient involvement, but no harm reported.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the under infusion of an antimicrobial infusion (ampicillin/sulbactam) was not identified by bd tech support during the customer call. As the customer was unresponsive to follow-up.

Event description:
It was reported there was an under infusion of an antimicrobial infusion (ampicillin/sulbactam). It was indicated that only half of the expected amount was found to have been infused. There was patient involvement, but no harm reported.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.